Event description:
It was reported that while a consumer was injecting herself with a bd ultra-fine ii short needle insulin syringe, the needle broke off in use. The consumer was evaluated by her physician and received an x-ray and a CT scan. Neither imaging study visualized the broken needle within the consumer's body.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.